Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13814. The patient reported she had experienced uncomfortable heating while charging her ipg. The patient stated the site would get very warm but not enough for her to quit charging. A new le charger was sent to the patient and charging. A new le charger was sent to the patient and the patient stated the new charger was working well for her. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-05242011-002-r, 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.